Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related reports: 3025141-2026-00078, 3025141-2026-00079, 3025141-2026-00080.

Event description:
It was reported that during the procedure, the surgeon was inserting a screw and the driver tip broke and there is a possible retention of a small/micro fragment of the driver. There was a 5 min delay reported. The surgery was completed with the other driver available.